Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The field service engineer (fse) did not reproduce the reported complaint. However, error 802 was confirmed upon reviewing the error logs. The fse checked the battery and auxiliary power board (apb) connector with no issue. The fse replaced the battery module and a damaged system fiber cable. The system was tested and verified as ready for use. Isi has requested the battery module involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. The affected part # 371721-03 involved with this complaint is a field scrap item and will not be returning to isi for further investigation. A review of the site's system logs for the reported procedure was conducted by a isi technical support engineer (tse) when the customer called in for assistance investigation revealed error 802 (the patient side cart (psc) reported a battery backup error: battery breaker open) that may have been related to the system complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a 42 minute malignant hysterectomy procedure. Review of the provided image cannot confirm the reported complaint. Root cause of the failure mode cannot be confirmed without the returned device. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure to a laparoscopic surgery due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer reported that error 802 (battery backup error) occurred. The error was resolved after the customer performed a system power cycle. After that, the customer called back to report that error 802 reoccurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to perform hard power cycle. The customer stated that the error was resolved at this time with a power cycle. After a few phone calls from the customer, error 802 kept reoccurring. The customer performed hard power cycle the patient side cart (psc) with emergency power off (epo) twice, but the issue persisted. The surgeon decided to convert the procedure to traditional laparoscopic surgery. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without any errors. The instrument release kit (irk) successfully opened the jaws and released the tissue. There was no harm and no post-operative complications to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the battery module involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. During in-house testing, the measured values were the following: overall voltages=26.07, battery 1= 13.03v, battery 2= 13.04v. The battery pack voltage was expected to be 27.60 volts (2.30 volts/cell) when full and on the float charge. When empty and no charge or load on the battery, the voltage was expected to be 23.20 volts (1.93 volts/cell). Error 802 (p1=6), which pointed to patient side cart (psc) battery backup errors relative the charger, was found upon reviewing the remotefe logs. When the battery module was installed on printed circuit assembly (pca) system, it failed at start up with red led flashing and error 824 displayed due to low battery. The unit passed bbm test fixture. The battery module will be scrapped. The failure was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.